Manufacturer narrative:
One smiths medical pneupac ventilators parapac plus was returned for analysis. During analysis, the reported issue was able to be confirmed. Service removed the upper case and sensors were reset but the reading did not change. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cycle led of a smiths medical pneupac ventilators parapac plus, would not light up (only low-pressure alarm activated) during pre-test. No patient was involved in this event. No adverse effects were reported.